Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. There was no harm reported. Philips has started an investigation of the complaint.